Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient could no longer charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.